Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose and bent cannulas. The customer stated they had two bent cannula, which resulted with high blood glucose, hospitalized and with diabetes ketoacidosis. The customer was admitted to the hospital with blood glucose over 600mg/dl. Customer was wearing the insulin pump at the time of hospitalization.